Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 or 3. Reference MFR report: 1627487-2013-15854, reference MFR report: 1627487-2013-15855. The pt had 2 leads (from the same lot) and 2 anchors (from the same lot) as part of her scs system. It was reported the pt was unable to use her scs system due to pain in her back or ribs when stimulation was on. Additionally, the pt experienced pain at the incision site where the anchor is located. The pt is thin and stated that she was able to feel the anchor. The sjm rep met with the pt and impedances were normal. The pt's scs sys was explanted.